Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a vessel below the knee. A savion flx guidewire was used during the procedure. However, the tip of the guidewire became disconnected and was unable to be retrieved from the patient. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a vessel below the knee. A savion flx guidewire was used during the procedure. However, the tip of the guidewire became disconnected and was unable to be retrieved from the patient. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned. However, a media review was conducted that a fluoroscopy picture was attached, and it was observed that the distal tip was detached, no more damages were observed. H3 other text : media